Event description:
Retrospective and prospective chart review and analysis of endoscopic treatment by biliary stents. It was reported that approx 6 months post an rx wallstent permalume 10mm x 60mm stent placement procedure in the distal common bile duct (cbd), the pt experienced "symptoms of occlusion due to the migration of the wallstent into the duodenum". The stent was removed using a snare device and another manufacturer's 10mm x 60mm stent was placed. It was noted that the pt's symptoms resolved following stent removal and replacement. It was further reported that "the pt went on to receive surgery but [the tumor] was found to be unresectable". An unspecified "plastic stent" was placed in an unspecified location in 2003.

Manufacturer narrative:
The complainant indicated that the device will not be returned for eval, therefore, a failure analysis of the complaint device could not be completed. If there is any further relevant info from that review, a supplemental medwatch will be filed.